Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced bacterial peritonitis, manifested by stomach cramps and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis was intraperitoneal (ip) cefazolin (dose and frequency not reported) and the treatment was still ongoing at the time of this report. The patient stated that the treatment was going to possibly go on for two more weeks. The patient was discharged from the hospital the day after they were admitted and they were recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but the pd unit declined to provide further information.